Manufacturer narrative:
E initial reporter facility name: third hospital. Investigation: lot analysis/DHR findings: the lot number was packaged on packaging line 11 from (B)(6) 2015. In process samples passed inspections for blister thickness, bad seal/cut/holes, seal transfer width, package leak test and packaging attributes throughout the packaging process per the control plan. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per CPR ¿ (B)(4). Visual analysis: observations and testing: received 97 unused iag 18ga units from lot number 5300852. Visual/microscopic examination: a 58 units were partially open at one end. A 31 units were partially open at both ends. A 8 units were not open. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements. Conclusions: the defect of package damaged, as stated in the subject of the pir was confirmed with the returned units. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. Comment: the packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This is issue is currently being investigated by CAPA (B)(4).

Event description:
It was reported that the packages of the bd insyte¿ autoguard¿ shielded IV catheter were not sealed. There was no report of injury or medical intervention.